Event description:
It was reported that a device was used during a hemorrhoidectomy. The device fired malformed staples. Case was completed using the conventional method. There was a reported blood loss of 100 ml.